Event description:
It was reported to olympus, that the high flow insufflation unit had an automatic turn off and had a long beep sound. The issue was found during receipt inspection. There were no reports of patient harm associated with the event.

Manufacturer narrative:
(B)(6). The device was returned for evaluation and the customers allegation was confirmed. It was noted that an e03 overpressure alarm occurred due to an abnormal sensor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we confirmed that the possible causes and countermeasures for the case where the panel display does not light or the panel switch is not accepted are as follows. Possible causes: ·internal harness connection failure ·defective front panel ·defective main board. Additionally, the investigation of the second phenomenon "e03 (overpressure when overpressure sensor is abnormal)" confirmed that the root cause could not be identified. Olympus will continue to monitor field performance for this device.